Manufacturer narrative:
Based on the information submitted, following an impella supported pci, a manta 14f ce was deployed for closure in the right common femoral artery. Arteriotomy was noted approximately 6-7 mm, with mild calcification, no tortuosity, and a deployment depth measurement of 2.5 + 1. A high positioned access was gained utilizing micro puncture and ultrasound. No complications were experienced advancing or withdrawing procedural sheaths. During deployment, the physician applied greater force then usual while inserting the bypass tube into the hemostatic valve and manta sheath hub; however, hemostasis was achieved. The IFU specifically indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Later that evening, the patient presented with numbness in the leg. A CT scan revealed an occlusion in the right common femoral artery. The surgeon recanalized the vessel and noted the manta collagen and anchor were implanted in correct position at the access site. However, a rhomboid piece of material was adhering to the arterial wall causing the blockage. The IFU suggests following manta deployment, a femoral angiogram may be performed to confirm patency and lack of extravasation once hemostasis has been achieved. It is possible the rhomboid piece of material could have been identified prior to the patient experiencing cold leg. All materials were explanted, and the vessel was surgically repaired. The root cause of the occlusion was due to the rhomboid piece of material (likely the manta silicone button valve). Due to the excessive force applied during insertion steps and the silicone button valve was damaged a portion of the valve dislodged and entered the artery. The IFU indicates if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the IFU states in step 3 of inserting the device, to hold the bypass tube between thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub. Note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Push the bypass tube into the sheath hub and observe that the bypass tube is completely inserted. Note that the device must be upright with orientation markers visible and facing upward. Advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. Teleflex will continue to monitor and trend this information.

Manufacturer narrative:
Based on the information provided on november 15, 2021 and the condition of the returned sample, the root cause of this issue could not be determined. Teleflex will continue to monitor and trend this information.

Event description:
Through additional communication from the clinician on 15 nov 2021, it was identified that greater force was not used on the manta device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician performed an impella-supported pci case on (B)(6) 2021 and used a 14f manta vascular closure device to seal up the wound for impella insertion site. Due to the tight valve, the operator pushed the manta closure unit into the manta sheath with greater force this time, which showed no problem right after the manta deployment and haemostasis was achieved. The patient complaint numbness in his/her leg at night so a CT scan was arranged, which showed that the distal blockage in the right leg mid cfa. Then, the patient underwent ot open surgery the next day to recanalize the vessel. The collagen and anchor of manta were found implanted normally at the puncture site (prox cfa) but the surgeon spotted a rhomd shape material (highly suspected coming from manta sheath) stuck in the mid cfa causing the blockage. Eventually, all the materials, including the collagen, anchor and the rhomd-shape material, were taken out from the vessel and the cfa was repaired by open surgery.